Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as fold flow opening. Missing shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. Crease / folding of implant: creases were observed. As per the investigation procedure, particles, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported intracapsular rupture diagnosed by MRI and confirmed during surgery and capsular contracture, baker grade iii. Subsequently, healthcare professional reported "large folds of the inner wall of the prosthesis". The device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, h.6.